Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) attempted to obtain an update by paging the fse via salesforce chatter but did not receive a response. An email was also sent to the customer requesting confirmation of issue resolution, with no response received. As no updates were received, the case was proceeded to close, if any further information available will be reopened to update.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a nurse was unable to retrieve medication from drawer 6.1, pocket b3. An attempt to recover the drawer was made, but the system indicated that maintenance was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.